Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, concentration not reported at 1200mcg/day and morphine, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. An empty pump was reported and the patient had missed the refill. The company representative was at the physician¿s office and not in the room with the patient as the physician was in currently seeing the patient. It was reported that the patient was in the ER (emergency room) recently due to withdrawal symptoms. It was reviewed to pull the logs to get the dates on when the pump went empty and to consider the new starting dose based on that. The event date was asked but unknown as the logs had not been pulled yet at the time of the call so the empty pump date could not be confirmed but per the company representative this all happened very recently. The physician planned to fill the pump today. No further complications were reported/anticipate.